Manufacturer narrative:
The patient was sent a replacement device. The return of the patient's livongo glucose meter was requested for investigation. Multiple attempts were made to retrieve the patient's blood glucose meter with no success; the device was not returned. A supplemental report will be filled if the devices is returned by the patient.

Event description:
The patient reported experiencing inconsistencies when comparing the livongo blood glucose meter readings to lab results from the doctor's office. The readings were taken simultaneously, and the results were > +/- 20%. The patient was educated on FDA standards for determining meter accuracy by comparing a blood glucose meter reading to the results of a capillary lab test. To be considered accurate, the result of the meter must fall within +/-20% of the lab result. The patient was educated on proper storage, and all external factors were ruled out when investigating accuracy concerns. The patient provided two comparisons. The patient had a venous blood draw on (B)(6) 2024 and received a reading of 185. The livongo blood glucose meter gave a reading of 100. The patient also had a capillary sample taken on (B)(6) 2024; the result was 222. The livongo blood glucose meter gave a reading of 161. On both occasions, the same blood sample was used for blood draw and blood glucose meter testing. The member didn't receive any medical treatment because of the inaccurate results from the teladoc blood glucose meter. The device was not working as intended. The patient was sent a replacement blood glucose meter to resolve the issue. The return of the livongo blood glucose meter was requested for investigation.